Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump failed device test. The customer had high blood glucose level of 350 mg/dl. The customer was treated with injection. It was reported that they performed high pressure test and was not passed. Customer reported that pump after few hours stops connecting with pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected alarms were noted during testing. No cosmetic damage noted.